Event description:
A peritoneal dialysis (pd) nurse reported a patient experienced drain issues during treatment. The patient remained asymptomatic. Treatment data reported drain volume of 5263ml was 263% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal drain volume occurred in drain 3 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The device was not returned to the manufacturer for analysis. The plant investigations is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.